Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 21mg/dl. Bg cause was not known. However, reportedly the customer is currently 13 weeks pregnant. Customer received assistance from emergency medical services (ems) administering d-50 to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.

Manufacturer narrative:
Per tandem¿s instructions for use: the system is not approved for use in pregnant women or persons on dialysis and has not been evaluated in these populations. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.